Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was an attempted implant due to setscrew issues. During the implant procedure when attempting to connect the right ventricular (rv) lead to the device the physician observed greater than 3000 ohms pace impedance measurements. The physician attempted to get the setscrew back up into position three to four times and ultimately decided to use a different device. All the leads tested within normal range with the pacing system analyzer (psa) post implant. No additional adverse patient effects were reported.